Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported chest pain while using an align product.

Event description:
The patient reported symptoms of chest pain and swollen lymph nodes. The patient reported having visited a general physician due to the reported symptoms.the patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners.